Event description:
My name is (B)(6), md. I am a fellowship trained mohs surgeon and cosmetic dermatologist who has been in practice in (B)(6) for over 12 years. In the last year, a product which I felt was safe and was FDA approved was suddenly causing severe swelling, nodules and pain in my pts in whom I injected the product. In addition, I also had a very painful swollen cyclical reaction to the product (which in the past I had had no problem with). This reaction began last (B)(6) about a month after I was injected and continued in cycles over the last year. These reactions (documented by high resolution pictures in my office) were severe enough to distort my face and cause pain with talking and eating. I was forced to put myself and many of my pts on steroids to cut down on the severe swelling and pain. All of these pts with reactions were injected in the same time period although all had different lot numbers. I have been in contact with the medical director of merz many times, who is employed by them but does not "work" for them (independent contractor). During one of my many conversations with him, he told me that he is counseling and treating many pts around the world and the u.s who have been injected with radiesse and have been having very severe long lasting (up to a few years) side effects. The medical director thinks that it is probable that pts are reacting to the breakdown of the carrier. Severe cyclical swelling and distortion of the face beginning 6 weeks after product was injected and continuing approximately monthly until (B)(6) 2013. Dose: 1 syringe, single use, transdermal.